Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system was broken with part of the needle loose. The following information was provided by the initial reporter, translated from portuguese: "broken intima, part of the needle is loose."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system was broken with part of the needle loose. The following information was provided by the initial reporter, translated from portuguese: "broken intima, part of the needle is loose."

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 1260961. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system needle broke off in the patient's skin and was removed by the nurse. The following information was provided by the initial reporter, translated from portuguese: "broken intima, part of the needle is loose... Was the reported incident noticed before, during or after use? - during the procedure. Was there any harm to the patient/caregiver? (Detail) - no, because the nurse was able to remove the detached tip. Was there a need for medical and/or surgical intervention due to the incident (imaging tests, surgery, drug administration, etc.)? (Detail) - no. Did the needle break? Or did the needle disconnect from the hub/flyer? - needle broke. Just to confirm, did the needle stay in the patient's skin and was the nurse able to remove it without further intervention? ¿ yes, the needle remained in the patient's skin and the nurse was able to remove it. Was the course of treatment changed as a result of this non-compliance? - yes. Was the patient or professional exposed to blood or body fluid as a result of this non-compliance? - no. Was the patient or professional affected by a needle stick as a result of this non-compliance? - yes. Have any security issues been identified as a result of this non-compliance? - no."

Manufacturer narrative:
The following field has been updated due to additional information provided by the customer: b.5. Describe event or problem: it was reported that the bd saf-t-intima¿ IV catheter safety system needle broke off in the patient's skin and was removed by the nurse. The following information was provided by the initial reporter, translated from portuguese: "broken intima, part of the needle is loose. Was the reported incident noticed before, during or after use? - during the procedure. Was there any harm to the patient/caregiver? (Detail) - no, because the nurse was able to remove the detached tip. Was there a need for medical and/or surgical intervention due to the incident (imaging tests, surgery, drug administration, etc.)? (Detail) - no. Did the needle break? Or did the needle disconnect from the hub/flyer? - needle broke. Just to confirm, did the needle stay in the patient's skin and was the nurse able to remove it without further intervention? ¿ yes, the needle remained in the patient's skin and the nurse was able to remove it. Was the course of treatment changed as a result of this non-compliance? - yes. Was the patient or professional exposed to blood or body fluid as a result of this non-compliance? - no. Was the patient or professional affected by a needle stick as a result of this non-compliance? - yes. Have any security issues been identified as a result of this non-compliance? - no." H.6. Imdrf annex a grid: a0401.